Event description:
It was reported the customer's insulin pump alarmed button error. Customer's blood glucose level was 405 mg/dl. Customer's mother reported that ht customer was sweating as a significant event that may have caused the device to alarm. Customer's mother was advised the customer has to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.